Event description:
It was reported that (1) device was used during a colon resection. It was reported by the affiliate that the tsb35 instrument did not cut and staple. Another instrument was used to complete the case. There was no consequence to the patient.